Manufacturer narrative:
Other text: h3: one cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor will be replaced to bring delivery accuracy into specification.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd legacy 1 pump failed the delivery accuracy test ( -13.50%). The product problem was observed during testing. There was no patient involvement.